Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 on the initial medwatch should be the following check boxes: foreign, health professional, user facility, other. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) error b30 is displayed on the screen when connector is plugged into the video processor which leads to no image, b) there is a corrosion in the connector, c) identification chip function operational defective, and d) electrical safety checks, defective.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope, b30- scope communication error. The issue was found during reprocessing the procedure was unknown. There were no reports of patient or user harm associated with this event.